Event description:
It was reported to philips that the device failed during operational testing. It was noted that the failure was due to the device not recognizing an unspecified cable installed in the device. There was no patient involvement.

Event description:
It was reported to philips that the device failed during operational testing. It was noted that the failure was due to the device not recognizing an unspecified cable installed in the device. There was no patient involvement.